Event description:
Additional information stated the patient was still having concerns regarding their device or therapy but was working with their physician. It was also reported the patient had endocarditis.

Event description:
It was reported the patient's programmer was "messing up" and "not firing correctly." It was also reported the patient replaced the 9 volt battery but was still unable to adjust the stimulation. It was reported the patient's battery may be depleted. It was reported the patient noticed a loss of therapy on (B)(6) 2013 because the patient switched from going to the bathroom 15-20 times a day to 4-5 times a day. It was also reported the patient gained 13 pounds, had an infection, and was hospitalized the week prior to report. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 3093-28, lot# j0344030v, implanted: (B)(6) 2003. Product type: lead: product ID 3031a, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).